Event description:
The lead was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on implant the left ventricular lead (lv) showed elevated thresholds. The lv lead remains in use based on medical judgment. No patient complications have been reported as a result of this event.